Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was other chronic/intractable pain (trunk/limbs) and non-malignant pain. On (B)(6) 2018 it was reported that the actual residual volume (10 ml) was greater than the expected residual volume (3 ml). This was the first time they were seeing a volume discrepancy. The pump logs were checked and did not show any anomalies. The only thing in the logs was the prior refill. Per the reporter, they would check to see if the volume discrepancy became a trend and if at the next refill they saw another large volume discrepancy they would then to a spinal x-ray. No patient symptoms were reported. No further complications have been reported as a result of this event.